Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image displayed on monitor due to faulty cable and a failed leak test due to a cut on the cable. Additionally, the evaluation noted a faded label on rear cover. A device history review revealed no issues that could have caused or contributed to the reported issue a definitive root cause cannot be identified. However, based on the results of the investigation, the likely cause of the customer's reported problem is due to the cable component failure. To mitigate risk/harm to the patient the instructions for use (IFU) provides the following: "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the 4k camera head has a connection issue malfunction, "when you plug the camera into the tower nothing happens". The problem was found during an unspecified event. There were no reports of patient harm.